Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to remote follow-up with the implantable cardiac monitor exhibiting under-sensing. No interventions were made. The clinic would continue patient monitoring as scheduled. The patient was stable.